Manufacturer narrative:
(B)(4). Batch r5905g. Investigation summary: the analysis found that one pve35a device was returned with no apparent damage and with one reload present. The reload was received fully fired. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The event described could not be confirmed as the device performed without any difficulties noted. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
Product complaint #: (B)(4). Batch # unk. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance.

Event description:
It was reported that during a lobectomy, the doctor performed the biopsy on the lung, the biopsy came back positive, performed the lobectomy, fired one reload across the lung, then fired a vascular reload across a vein and only half of the staples fired but the other half didn't fire. There was blood loss of 10 cc. No blood products or blood transfusions were required. Bleeding was controlled by clamping the vein. A competitor's device was used to complete the procedure. There were no patient consequences reported.